Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The reported inability removing the lock line was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the evaluation of the returned device, it is possible that the end of the lock line became knotted at the proximal end during the unwrapping/removal process (user technique) and therefore caused the inability to remove the lock line, however; this cannot be confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and grasping was performed. Clip deployment was started. After releasing the lock lever cap and pulling on one side of the lock line, resistance was felt. The decision was made to remove the cds. The leaflets were released, and the cds was removed without issue. A new cds was used successfully. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.